Manufacturer narrative:
Visual examination of the returned device revealed a longitudinal tear extending distally from the proximal balloon bond site for approximately 14mm. At the end of the longitudinal tear a partial circumferential tear existed in the balloon material. The cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on june 18, 2007 that a trilogy balloon dilator catheter was used during a procedure performed in 2007 (patient gender, age and weight unknown). According to the complainant, during the procedure, a leak was found under x-ray without much pressure when they attempted to inflate the balloon. The procedure was completed with another trilogy balloon dilator catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".